Event description:
While re-securing the hemogard closure on a 6ml sst glass vacutainer tube, a lab technician accidentally lacerated her forefinger on broken glass on the tube. The tube weakened and cracked as she removed the closure. It was uncertain whether the tube was cracked to begin with. Hiv and hep tests were run. Results unknown.